Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trial head. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Review of the early product surveillance survey noted that the "doctor doesn't like the way the trial heads always falls off the instrument.